Manufacturer narrative:
The alinity c processing module was inspected and multiple troubleshooting procedures were performed including manually cleaning cuvettes and replacement of multiple parts. However, a definitive likely cause part could not be determined and the alinity c processing module, serial number (B)(6) was considered the likely cause of the result issue. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. The instrument service history review revealed one additional ticket associated with discrepant/erratic results; however, there was no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the complaint issue. The product monitoring review scorecard was reviewed and found no similar issues for alinity system with regards to the complaint issue. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint for the alinity c processing module. Product labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided sodium reference range 135 - 145 mmol/l). On (B)(6) 2024 sid (B)(6) sodium initial result =181 mmol/l, repeat result = 138 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided sodium reference range 135 - 145 mmol/l). (B)(6) 2024 sid (B)(6) sodium initial result =181 mmol/l, repeat result = 138 mmol/l . No impact to patient management was reported.